Event description:
Related manufacturer reference number: it was reported that the patient experienced pain at the ipg site. Additionally, diagnostics revealed high impedance. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg site was relocated to address the pain at ipg site. Intra op testing on the lead shows all high impedances. As such, surgical intervention may take place at a later date for the high impedances on the lead.

Event description:
Additional information received indicates that patient's therapy was affected due to the high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.